Event description:
Noted (B)(6) in clinic to have driveline fracture with plan to contact company for repair. (B)(6) clinic note documents interim driveline repair with replacement of all 6 wires and driveline cover.